Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (glass) was observed inside the tubes. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter (glass) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter (glass) with the photos provided. However, retention samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, two tubes had glass fragments in them. No patient impact reported. The following information was provided by the initial reporter: "we have discovered a couple of tubes that contain glass fragments within the tube lot number 2175178, I had a look at other tubes from this lot number we have an they appear to be ok, so perhaps just isolated to these 2 tubes."